Manufacturer narrative:
The device model and lot numbers were not provided. The device was not returned for analysis as it was reported to have been discarded at site. The reported vasospasm during the procedure was most likely mechanically induced. Vasospasm is a known inherent risk of mechanical thrombectomy procedure and is documented in the device's instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received information that the patient experienced vasospasms that was treated with nitroglycerin. The patient was undergoing a mechanical thrombectomy procedure. The occlusion at the right posterior communicating artery (pca) was crossed with a catheter and a guidewire. At this time intra-arterial infusion of non-thrombolytic nitroglycerin was initiated through the catheter to ameliorate vasospasm. This was followed up with the mechanical thrombectomy being deployed across the lesion and then removed under aspiration. The follow up angio revealed thrombolysis in cerebral infarction (tici) of 3 within the treating vessel. No patient injury was reported as a result of this procedure. Nih stroke scale improved from 11 at baseline to 4 at 24 hour post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.